Manufacturer narrative:
The investigation determined that this complaint is a duplicate of report with mfg report number: 8010042-2020-00921. Therefore, for evaluation results and manufacture¿s narrative please refer to this report.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the ventilator generated a communication or control error during startup. There was no patient involvement. (B)(4).